Event description:
It was reported that during a robotic proctectomy procedure, the device was fired twice fine however on the third reload the device was not able to be loaded. The case was converted to open procedure with staples, 31mm coloproctostomy and temporary diverting ileostomy. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4). Retaining pin not connected. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck, and the retaining pin was advanced. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device, the retaining pin was manually retracted, and the reload was placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Event could not be confirmed as the retaining pin worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.